Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an incomplete flap of the right eye during corneal flap creation. There were two uncut sections which required the surgeon to use a blade in order to complete and lift. The treatment was completed without impact to the patient. Additional information has been requested.

Manufacturer narrative:
The review of the videos show that the surgeon did not fully verify that the side cuts had been completed before attempting to lift the flaps and resorted to manual cuts with a blade. Thus, it could not be determined if the side cut incisions were actually completed or not. Even if the side cuts were not completed, the cause of the incomplete bed treatments would introduce another possible contributing factor to consider. The company technical support team and clinical applications specialists are continuing to work with the customer and the field representatives to identify and/or eliminate possible contributing factors to these issues. With the information obtained at this time, however, the root cause of the incomplete side cuts could not be determined conclusively. A review of the manufacturing records did not reveal any related nonconformity during manufacturing for this system. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).